Event description:
It was reported that after a few hours since the application of the dressings, it didn¿t adhere to the heels. It seems that the dressing didn¿t stay in a place like it should stay and seems loose. The product didn¿t match its properties. There were no delays and the treatment was completed with a backup device. There was no patient harm reported. After investigation it was determined that the silicone remained on the carrier.